Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 200 mg/dl to 400 mg/dl. The customer reported having to change the battery constantly. The customer treated for the high blood glucose level with the insulin pump. The customer states battery cap is chipping and hard to remove. The customer reported low blood glucose levels in the 30¿s mg/dl. The customer reported treating the low with carbohydrates. The customer did troubleshoot the issues. The insulin pump will not be returned for analysis.